Manufacturer narrative:
(B)(4). S/w version = 4.11d retainer ring = clear customer returned pump for alleged low battery alerts and power loss alarms found on 27-jun-2021. Pump passed active current measurement and displacement test. Pump received with high sleep current and failed sleep current test, problem isolated to pcba 1. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified the pump alarmed low battery alert in pump downloaded history on 09/08/2021 at time 17:55:00.000. Verified the pump alarmed power loss alarm in pump downloaded history on 09/09/2021 at time 09:31:03.000. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, label damage, and cracked retainer. Pump received with high sleep current, problem isolated to the pcba 1. No unexpected alarms occurred during testing. .

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did not receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.